Event description:
It was reported through results of a clinical trial that sometime post index procedure using a drug-coated balloon catheter, the subject had an adverse event of chest pain, hypotension and hyperkalemia. It was further reported that the adverse event does meet the definition of serious event. Reportedly, the adverse event relationship to the device, procedure and av access circuit details were not provided. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H10: g3 h11: h6 (device, patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that sometime later post index procedure using a drug-coated balloon catheter, the subject had an adverse event of chest pain, hypotension and hyperkalemia. It was further reported that the adverse event does meet the definition of serious event. Reportedly, the adverse event relationship to the device, procedure and av access circuit details were not provided. The current status of the patient was unknown.